Event description:
Customer was admitted to hosp for high blood glucose. Found that customer has changed batteries a week prior, alarm history revealed an a-05 alarm and a e-01 alarm. Found customer did not report to helpline. Customer was then using the pump for a week with the incorrect time and no basal rated programmed into her pump. Trouble shooting was performed. Lead screw rotated completely, however, no insulin came out of the tubing. Nurse pressed plunger by hand and insulin exited. Verified priming techniques with customer and found that she is doing a pump prime with pump attached to her body. Explained correct priming techniques. Md believes there is something wrong with pump.